Event description:
It was reported that the patient experienced hyperglycemia event on 23 may 2026. The patient blood glucose level was high and was treated with insulin pump.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: (B)(6) zip: 33710. E1: name: medtronic minimed. Street: 18000 devonshire street. City: northridge. State: ca. Zip code: 91325. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.